Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reportedly received results of 8.3 mmol/l and 19.8 mmol/l within 10 minutes on the inform ii system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.